Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with an infection. The cause of the infection and if it was related to the system was unknown. The system was explanted successfully. There were no patient consequences.